Event description:
It was reported, that the bronchovideoscope ceramic tip was burned. The issue occurred during preparation for use for a diagnostic tracheoscopy. The procedure was completed using a similar device. The patient was not under anesthesia. There were no reports of delay or patient harm.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the evaluation found that the distal end had a burn. The plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that plastic distal end cover (c-cover) burned by use of endo therapy accessory. Futhermore, the instructions for use indicate that the user likely used endo therapy accessories for high-frequency cauterization, laser cauterization, or argon plasma coagulation (apc). When using the accessories, the user may have misused as follows: when performing high-frequency cauterization: a. Let the subject device end contact with mucosa. B. Did not pushed out an endo therapy accessory to the visible position of green marking on sheath of the accessory. C. Electrified without letting electrode of an endo therapy accessory contact with mucosa. When performing laser cauterization: performed laser cauterization treatment without keeping distance from the end of the device until the tip of the laser probe was surely visible on endoscopic image. When performing argon plasma coagulation: did not push out an apc probe to the visible position of the black ring at tip of the probe on endoscopic image. (More than 10mm) the instructions for use (IFU) states the following warnings for use of high-frequency cauterization: operation manual chapter 4.3 using endo therapy accessories. Always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. IFU states the following warnings for use of laser cauterization: to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. 3. IFU states the following warnings for use of argon plasma coagulation (apc): make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor field performance for this device.